Event description:
Healthcare professional reported approximately 2 weeks after injection in an unspecified injection site with juvederm voluma with lidocaine, pt developed a headache. Pt was treated with doxycycline, piriton, prednisolone, and hyalase. In addition to the reporting healthcare professional, the pt has been reviewed by several other healthcare professionals including a dentist, "(B)(6)", and a neurologist. One week prior to injection with juvederm voluma with lidocaine pt developed a feeling of dysesthesia on the scalp; this was not communicated to the healthcare professional prior to injection. The reported symptoms continue to be under investigation as the "pain" has yet to resolve.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of a headache/pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. The distributor and/or MFR must be informed about any other undesirable side effects linked to juvederm voluma with lidocaine injection.